Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and the generator driver cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a popping noise and then a burning smell and that no image was displayed. No pt injury was reported.